Event description:
It was reported that the device illuminated the service icon. Physio-control evaluated the device and observed a malfunction that inhibited proper defibrillation energy delivery. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control determined the cause of the failure to be the u1 component from the analog pcb assembly. The device was unable to deliver proper energy in the received condition. A replacement device was provided to the customer.